Manufacturer narrative:
Received only the catheter for evaluation. The reported event was confirmed as cause unknown. The visual inspection noted a vertical balloon burst along the inflation lumen. No pieces of the sac were missing. Per the functional testing, water was introduced into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found no conditions that could be associated with the reported event. The dimensional evaluation results were as follows: eye snip length: 3/32¿; inflation lumen coverage: 12 thou; balloon thickness: 22 thou; burst initiated from bottom collar of sac: 1.3 cm. The site of burst appears swollen and balloon thickness measures 22 thou. In addition, the edges of the burst area were not brittle. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications 1. Method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that the balloon was damaged and the catheter dislodged from the patient's body with a deflated balloon. It was later reported that the patient was bed-ridden. Without a pretest performed, the catheter was inserted into the patient for urine drainage in an operating room. No patient injury was reported. The user's facility could not confirm if there were missing pieces of the balloon, or if there were any fragments of the balloon remaining in the patient's body.

Manufacturer narrative:
Received only the catheter for evaluation. The reported event was confirmed as cause unknown. The visual inspection noted a vertical balloon burst along the inflation lumen. No pieces of the sac were missing. Per the functional testing, water was introduced into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found no conditions that could be associated with the reported event. The dimensional evaluation results were as follows: eye snip length: 3/32¿. Inflation lumen coverage: 12 thou. Balloon thickness: 22 thou. Burst initiated from bottom collar of sac: 1.3 cm. The site of burst appears swollen and balloon thickness measures 22 thou. In addition, the edges of the burst area were not brittle. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that the balloon was damaged and the catheter dislodged from the patient's body with a deflated balloon. It was later reported that the patient was bed-ridden. Without a pretest performed, the catheter was inserted into the patient for urine drainage in an operating room. No patient injury was reported. The user's facility could not confirm if there were missing pieces of the balloon, or if there were any fragments of the balloon remaining in the patient's body.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon was damaged and the catheter dislodged from the patient's body with a deflated balloon. It was later reported that the patient was bed-ridden. Without a pretest performed, the catheter was inserted into the patient for urine drainage in an operating room. No patient injury was reported. The user's facility could not confirm if there were missing pieces of the balloon, or if there were any fragments of the balloon remaining in the patient's body.